Event description:
Reportedly, valve exhibited high gradients after implantation. Patient was put back on bypass and the valve was explanted. Another manufacturer's valve was successfully implanted. No patient problems were reported as a result of this event. No further details available at the time of this report.

Manufacturer narrative:
Returned device is currently being evaluated by our contract pathology lab. Follow-up medwatch will be filed with evaluation results. Valve evaluation not yet complete.